Manufacturer narrative:
PMA/510(k) #: not exempt. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane mac-loc locking loop biliary drainage catheter was placed into a patient during a primary biliary drainage procedure accessed through the right upper quadrant. The catheter had been placed no longer than five minutes when the physician removed 8 cm of the stiffener. It was then noted that the flexible stiffener had became lodged in the catheter. The physician exchanged the catheter with a like device and was able to successfully remove the stiffener. The procedure was completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional information: product received on: 28 august 2018. Investigation - evaluation. A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, as well as a functional test, visual inspection and dimensional verification of the returned device was conducted during the investigation. One used, unlocked 8.5fr mac-loc with the flexible stiffener partially inserted into the catheter was returned for evaluation. The flexible stiffener was removed from the catheter with ease, although the stiffener was unable to be fully reinserted. There did not appear to be any damage on the stiffener, however it was damaged upon attempting to reinsert it. Biological matter was present on the device and no additional surface damage was noted. Upon removal of the connector cap, the suture string appeared normal. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest issues or gaps exist which could contribute to the release of nonconforming product related to the reported failure mode. A precaution noted in the instructions for use (IFU) states that when inserting the stiffening cannula into a catheter with a retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. A review of the device history record revealed one relevant nonconformance for poor transition and the one affected device was scrapped. A similar lot also showed one nonconformance for poor transition and all three affected devices were scrapped. It should be noted that there are no other complaints reported for this lot number. There were two complaints reported for a similar device lot that do not share a similar failure mode with the complaint device. Based on the information provided, the examination of the returned product and the results of our investigation, a definitive cause can be traced to the user. It is likely that the customer did not use the stiffener and catheter together appropriately, causing the flexible stiffener to become lodged. This could be a result of not following the instructions for use by not holding the suture taut when inserting the flexible stiffener into the catheter. This could also be from allowing biomatter to clog within the catheter although these factors could not be confirmed. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.